Manufacturer narrative:
(B)(4). One (1) unused sample was received with the sterilization tape on the blue side of the wrap. A hand-held camera and microscope was used to capture the defects. The sample received exhibited a defect. The defect was a small jagged slit located on the lower left side of the wrap when looking on the white side. The slit penetrated through both layers. The blue layer showed deformation of the daisy patterns on the wrap. It was located on the upper left quadrant of the wrap. The device history record for the lot number lr5055 , involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint .(B)(4)

Event description:
It was reported that the "customer found a small hole in wrap when the wrap was unwrapped in the operating room. There was no patient contact with the instruments that were wrapped, and no contamination with blood or bodily fluid." No additional information provided.